Event description:
Reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported that the patient experienced high blood glucose levels which was more than 468 mg/dl, therefore patient was hospitalized and stayed overnight received IV drip. The patient also experienced pain and discomfort in hospital and ketones were present. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.